Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was unknown. The customer stated that blood glucose was normal and didn't require medical treatment. The customer was not assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing.